Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby1742 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there is an exit of infused medication, through walls at the insertion site, when dressing and gauze are removed, device rupture is confirmed, it is removed immediately. The catheter had been inserted for a day and no injection had been made with high pressure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of rupture is confirmed and was determined to be use related. One 5 fr tl powerpicc provena was returned for evaluation. An initial visual observation showed use residue throughout the sample. Each lumen of the catheter was flushed and a spraying leak was observed between the 3 cm and 4 cm depth markers when the grey lumen was flushed. All three lumens were found to be patent to infusion. A microscopic observation revealed a large longitudinal split between the 3 cm and 4 cm depth markers, approximately 4.5 cm distal to the molded joint. The edges of the split were observed to be tightly curved and the surface of the split was observed to be smooth and granular in texture, which is typical of tearing failure modes. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The product IFU contains suggested catheter maintenance instructions and also states: ¿do not use a syringe smaller than 10 ml.¿ a lot history review (lhr) of reby1742 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there is an exit of infused medication, through walls at the insertion site, when dressing and gauze are removed, device rupture is confirmed, it is removed immediately. The catheter had been inserted for a day and no injection had been made with high pressure.